Event description:
It was reported that the transseptal puncture with the radiofrequency (rf) wire was difficult due to imaging and the patient experienced pericardial effusion with hypotension. A left atrial appendage (laa) closure procedure was being performed utilizing transesophageal echocardiogram. Trans-septal puncture (tsp) was performed with a versacross rf wire and was a bit difficult due to imaging; the first attempt was not successful. Second tsp was successful and in a favorable position. The heavily pectinated laa was a 180 degree anterior chicken wing which made for a difficult choice for implant. A 27mm watchman flx pro closure device was selected for use but never advanced out of the access system as the delivery catheter accordioned on the back third of the catheter; it was believed that the physician did not unscrew the touhy enough. A new 27mm watchman flx pro closure device was selected for use, inserted and advanced to the laa but was too large for the appendage. The 27mm watchman flx pro closure device was removed and exchanged for a 24mm watchman flx pro closure device, which was successfully implanted. Multiple sweeps were performed throughout the procedure and no pericardial effusion was noted prior or during the procedure. Approximately one-hour post-procedure, the patient experienced hypotension and a pericardial effusion was identified towards the right ventricle/apex of the heart. Pericardiocentesis was performed with removal of 300ml of dark red bloody fluid. The hypotension resolved after the pericardiocentesis. The patient stayed one night in the hospital and was discharged home the next day.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the transseptal puncture with the radiofrequency (rf) wire was difficult due to imaging and the patient experienced pericardial effusion with hypotension. A left atrial appendage (laa) closure procedure was being performed utilizing transesophageal echocardiogram. Trans-septal puncture (tsp) was performed with a versacross rf wire and was a bit difficult due to imaging; the first attempt was not successful. Second tsp was successful and in a favorable position. The heavily pectinated laa was a 180 degree anterior chicken wing which made for a difficult choice for implant. A 27 mm watchman flx pro closure device was selected for use but never advanced out of the access system as the delivery catheter accordioned on the back third of the catheter; it was believed that the physician did not unscrew the touhy enough. A new 27 mm watchman flx pro closure device was selected for use, inserted and advanced to the laa but was too large for the appendage. The 27 mm watchman flx pro closure device was removed and exchanged for a 24 mm watchman flx pro closure device, which was successfully implanted. Multiple sweeps were performed throughout the procedure and no pericardial effusion was noted prior or during the procedure. Approximately one-hour post-procedure, the patient experienced hypotension and a pericardial effusion was identified towards the right ventricle/apex of the heart. Pericardiocentesis was performed with removal of 300 ml of dark red bloody fluid. The hypotension resolved after the pericardiocentesis. The patient stayed one night in the hospital and was discharged home the next day.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record (DHR) review: a ship history could not be performed with the information provided and therefore did not yield any results for possible lot numbers. The DHR review could not be performed as the lot number was not provided. Labeling review: review of the instructions for use (IFU) states that careful manipulation must be performed to avoid cardiac damage, tamponade or vessel trauma. Dilator and compatible guidewire advancement should be performed under imaging guidance, such as fluoroscopy or echocardiography. If resistance is encountered, do not use excessive force to advance or withdraw the versacross rf wire or versacross connect transseptal dilator. Excessive force may lead to bending or kinking of the versacross rf wire limiting advancement and retraction of sheath and dilator device. Versacross rf wire and ancillary sheath and dilator assembly advancement should be done under imaging guidance. The use of visible markers on the wire body are only an approximate guide for positioning the wire tip with the distal end of the dilator. Do not attempt to deliver rf energy until the active tip of the versacross rf wire is confirmed to be in good contact with the target tissue. Once the puncture is successfully completed, the versacross rf wire should be mechanically advanced without any rf power. Positioning in the left atrium is sufficient when the full distal curve and floppy section have crossed the septum and are observed in the left atrium. Echocardiographic guidance is also recommended. Monitor the location of the radiopaque tip frequently under imaging guidance, such as fluoroscopy or echocardiography. Adverse events include: pericardial effusion and pleural effusion. Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the versacross connect device confirmed that the events of pericardial effusion, hypotension, inability to visualize device are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect device is acceptable. Investigation conclusion: based on the information provided, the reported pericardial effusion and hypotension events are known inherent risks of the versacross connect device. Additionally, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported inability to visualize the device. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.